Manufacturer narrative:
Section h6 "medical device problem code" has been modified with the correct information.

Manufacturer narrative:
Sections b.4 and b.5 have been modified with the correct information.

Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe symptoms of gums infection.

Event description:
The customer reported developing irritation on the gums, swelling and infection of gums because of the use of invisible aligners. The customer stated that medications were prescribed to alleviate the symptoms, which did not help; therefore, medical intervention was required to prevent the gums from further damage. As a result, aligner treatment was discontinued.